Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, h6, h11 corrected fields: remove d02 from h6 coding. The device was returned to olympus and olympus was able to confirm the customer failure and determined the following cause: - due to a hole in the cable the device has poor image quality the most probable cause of the identified failures is that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was observed that during the device evaluation, the camera head exhibited a poor image quality due to a hole in the cable. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: the device had poor image quality due to a hole in the cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.